Event description:
The components were subsequently revised, however revision surgery date, surgeon, hospital as well as explant disposition are unknown.

Manufacturer narrative:
The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surfa ce then these reviews will be attached to the complaint record. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.